Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: the instrument cycled properly and then was placed on tissue, prepared to fire, and then blue light lighted as if the reload was loaded improperly, even though it had already tested fine. Sales rep was present at case and says that surgeon tested the instrument properly before using on patient. Reload was unloaded, adapter was removed, battery was unloaded by tech. Everything was put back together and the handle reset and fired fine. No buttress material was used. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.